Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload was partially fired to the 1cm cut line. The jaws were clamped on tissue. The reload adapter was completely broken and was found still in the egiau short handle. The interlock pusher was found to be damaged. The damage observed was a bulging of the pusher due to the firing rod being bent inside of it. Functional testing could not be performed due to the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Replication of the locked on tissue condition may occur when the reload is fully fired, the user has broken the anvil adapter by rough handling, and then caused the pusher to deform resulting in the excessive retraction forces/locking on tissue condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a thoroscopic resection of the lower lung, there were problems unloading the device and the jaws of the device locked on tissue. The reload broke off at the end of the handle and fell into the patient cavity. It was resected out by using another handle and additional reloads. There was unanticipated tissue loss. There was an extension of incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.